Event description:
This ra lead was implanted on (B)(6) 1999. A call was placed to technical services on 02/12/2018 stating that this lead was abandoned during the procedure on (B)(6) 2003. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).